Event description:
Report received from the USA stating that the device would not activate the drill. The device was being used during surgery. No injuries or medical intervention were reported. It is unk if there was surgical delay related to the event. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.